Manufacturer narrative:
Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The following was reported through literature review: "a novel intervention to treat failed angio-seal footplate deployment". Peripheral procedure was performed on (B)(6)-year-old male to stent open sfa (superficial femoral artery) and popliteal occlusions, the procedure was a success. Upon closure, complication was noted, the anchor was visualized to be occluding sfa. The occlusion was remedied by stenting the anchor up against the vessel wall. Hemostasis was achieved with manual compression. There was no harm to the patient. The procedure was completed successfully.